Event description:
Additional information was received that this patient underwent a revision procedure and this product was surgically capped and abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range high pacing impedance measurements. This patient has been lost to follow-up and is reluctant to undergo an operation. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.